Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The arrow down buttons is sometimes unresponsive. Customer finds it hard to select the bolus amount. Customer was advised that the pump will be replaced. Customer will keep using the pump until the replacement arrives.